Event description:
During the pulse field ablation atrial fibrillation procedure, air leaked from the hemostasis valve of the sheath. After the non-abbott catheter (boston scientific, farawave) was inserted, air bubbles were noted while flushing. The non-abbott (boston scientific, farawave) catheter was inserted incorrectly and broke one of the valves of the sheath. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. The IFU recommends having the proximal end of the introducer handle raised above the level of the insertion site/heart level and the introducer slowly aspirated prior to connecting continuous saline which was not followed.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal that is consistent with a known design related issue. A separate tear was also noted at both sides of the insertion slit and its cause could not be determined based on the available evidence. Per the agilis 13f introducer sheath instructions for use, precautions to "raise the proximal end of the introducer handle above the level of insertion site/heart level and slowly aspirate the introducer to prevent possibly air ingress through the hemostasis valve of the introducer prior to connecting continuous saline. Rapid aspiration may pull air in through the hemostasis valve." The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the slit tear remains unknown.